Manufacturer narrative:
Concomitant medical products: 419488 lead, implanted: (B)(6) 2008, 694758 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had high thresholds. It was further reported that the ra lead was undersensing atrial signals and displaying far field r-wave (ffrw) oversensing. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.